Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: photos of the incident reported were received for evaluation where it was possible to observe the presence of part in the packaging. It was performed the DHR, maintenance records and checked the quality notifications and no deviation was found for this lot. Photos of the incident reported were received for evaluation where it was possible to observe the presence of a part in the packaging. Investigation conclusion: additionally the incident identified from this complaint will be monitored for trend assessment. Root cause description: after the evaluation of the images it is possible to determine that the failure originates from a maintenance order in the packing process. There was an operational failure for not having carried out the proper performance, so as an action to occur the operators will be notified about the incident.

Event description:
It was reported that syringe 10ml w/snd curitba had foreign matter in the package. The following information was provided by the initial reporter: customer found a piece of metal inside the closed package, with the syringe, the metal had a size "approximately the size of the syringe's stopper", mentioned that the piece was dirty with grease that stained the package inside and apparently "soot", also mentioned that the piece had a certain weight.